Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("malposition of essure device location of device / migration of essure device location of device: above spleen/migration of device between colon and spleen"), device breakage ("device breakage"), device expulsion ("expulsion of essure device"), pregnancy with contraceptive device ("pregnancy (with complications)") and genital haemorrhage ("abnormal bleeding (general)") in a 30-year-old female patient who had essure (batch no. 646520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 6 (dates of live births : (B)(6)2001, (B)(6)2004, (B)(6)2005,(B)(6)2008,(B)(6)2009, (B)(6)2011.) And miscarriage. Previously administered products included for an unreported indication: depo provera from (B)(6) to (B)(6) 2007. Concurrent conditions included vaginal bleeding, per vaginal bleeding, anemia, menometrorrhagia and morbid obesity. Concomitant products included from (B)(6) 2009 to (B)(6) 2010, alprazolam (xanax) from (B)(6) 2012 to (B)(6) 2015, amfetamine aspartate (amphetamine aspartate), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), atomoxetine from (B)(6) 2010 to (B)(6) 2010, bupropion hydrochloride (wellbutrin) since (B)(6) 2010, bupropion from (B)(6) 2012 to (B)(6)2014, calcium carbonate from (B)(6) 2014 to (B)(6) 2015, celecoxib from (B)(6) 2013 to (B)(6) 2015, dexamfetamine saccharate (dextroamphetamine saccharate) from (B)(6) 2013 to (B)(6) 2015, docusate sodium from (B)(6) 2011 to (B)(6) 2012, fish oil from (B)(6) 2013 to (B)(6) 2015, hydrocodone;paracetamol (acetaminophen;hydrocodone) from (B)(6) 2009 to (B)(6) 2012, ibuprofen from (B)(6) 2009 to (B)(6) 2012, medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2009, meloxicam from (B)(6) 2013 to (B)(6) 2013, naproxen from (B)(6)2015 to (B)(6) 2016, oxycodone from (B)(6) 2012 to (B)(6) 2012, phenoxymethylpenicillin potassium (penicillin v potassium) from (B)(6) 2009 to (B)(6) 2009, risperidone from (B)(6) 2010 to (B)(6) 2010 and venlafaxine from (B)(6) 2015 to (B)(6) 2016. On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy") with rash. In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2009, the patient experienced anxiety ("anxiety"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced complication of pregnancy ("pregnancy (with complications)"). On (B)(6)2012, the patient underwent female sterilisation ("tubal ligation"). On (B)(6)2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required) with abdominal pain, device expulsion (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problem"), fatigue ("fatigue"), alopecia ("hair loss") and precipitate labour ("precipitous deliver"). The patient was treated with surgery ((B)(6)2012 and (B)(6)2017 (total hysterectomy (uterus and cervix removed) surgical removal of coils), surgical removal of coil/laproscopic removal of intraperitoneal foreign body and to remove remaining coil,hysterectomy (partial)). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, device dislocation, device breakage, device expulsion, pregnancy with contraceptive device, complication of pregnancy, menstrual disorder, allergy to metals, depression, female sexual dysfunction, female sterilisation, urinary tract disorder, bladder disorder, migraine, headache, nausea, fatigue, weight increased, alopecia, anxiety and precipitate labour outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, alopecia, anxiety, bladder disorder, complication of pregnancy, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, female sterilisation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, precipitate labour, pregnancy with contraceptive device, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Date(s) of insertion: (B)(6)2009 as per pfs. Approximate weight at the time of essure placement: 115 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - on (B)(6)2009: total bilateral occlusion; in (B)(6)2009: results: failure to occlude (close) fallopian tubes. Occlusion was unsuccessful. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: allergy to metals, pelvic pain, pregnancy with contraceptive device . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2019: pfs received : event, "complication with delivery" was changed to "precipitous deliver". Reporter contact information was updated. Lab data was updated. Incident we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("malposition of essure device location of device / migration of essure device location of device: above spleen/migration of device between colon and spleen"), device breakage ("device breakage"), device expulsion ("expulsion of essure device"), pregnancy with contraceptive device ("pregnancy (with complications)") and genital haemorrhage ("abnormal bleeding (general)") in a 30-year-old female patient who had essure (batch no: 646520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 6 (dates of live births : on (B)(6) 2001, on (B)(6) 2004, on (B)(6) 2005, on (B)(6) 2008, on (B)(6) 2009, on (B)(6) 2011.) And miscarriage. Previously administered products included for an unreported indication: depo provera from 2005 to october 2007. Concurrent conditions included vaginal bleeding, per vaginal bleeding, anemia, menometrorrhagia and morbid obesity. Concomitant products included citalopram hydrobromide (celexa) from july 2009 to june 2010 for postpartum depression as well as alprazolam (xanax) from march 2012 to september 2015, amfetamine aspartate (amphetamine aspartate), amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall), atomoxetine from march 2010 to june 2010, bupropion hydrochloride (wellbutrin) since november 2010, bupropion from march 2012 to december 2014, calcium carbonate from may 2014 to may 2015, celecoxib from april 2013 to april 2015, dexamfetamine saccharate (dextroamphetamine saccharate) from february 2013 to november 2015, docusate sodium from august 2011 to august 2012, fish oil from april 2013 to march 2015, hydrocodone; paracetamol (acetaminophen; hydrocodone) from june 2009 to september 2012, ibuprofen from august 2009 to september 2012, medroxyprogesterone acetate (depo-provera) from may 2008 to october 2009, meloxicam from april 2013 to december 2013, naproxen from february 2015 to december 2016, oxycodone from january 2012 to august 2012, phenoxymethylpenicillin potassium (penicillin v potassium) from april 2009 to november 2009, risperidone from august 2010 to october 2010 and venlafaxine from february 2015 to december 2016. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy") with rash. In august 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In september 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In september 2009, the patient experienced anxiety ("anxiety"). In april 2010, the patient was found to have weight increased ("weight gain"). In december 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced complication of pregnancy ("pregnancy (with complications)"). On (B)(6) 2012, the patient underwent female sterilisation ("tubal ligation"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required) with abdominal pain, device expulsion (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problem"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (on (B)(6) 2012 and on (B)(6) 2017 (total hysterectomy (uterus and cervix removed) surgical removal of coils), surgical removal of coil/laproscopic removal of intraperitoneal foreign body, to remove remaining coil,hysterectomy (partial) and hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, device breakage, device expulsion, pregnancy with contraceptive device, complication of pregnancy, genital haemorrhage, menstrual disorder, allergy to metals, depression, female sexual dysfunction, female sterilisation, urinary tract disorder, bladder disorder, migraine, headache, nausea, fatigue, weight increased, alopecia and anxiety outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, alopecia, anxiety, bladder disorder, complication of pregnancy, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, female sterilisation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pregnancy with contraceptive device, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Date(s) of insertion: on (B)(6) 2009 as per pfs. Approximate weight at the time of essure placement: 115 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram: on (B)(6) 2009: do not recall the results and date and do not process documents to confirm same at this time; in november 2009: results: failure to occlude (close) fallopian tubes. Occlusion was unsuccessful. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: allergy to metals, pelvic pain, pregnancy with contraceptive device . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2018: plaintiff fact sheet received. Added event anxiety. Updated onset date for device dislocation, pregnancy with contraceptive device, complication of pregnancy, vaginal haemorrhage, menorrhagia, nausea, depression,dyspareunia. Added historical and concomitant medication. Incident: we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("malposition of essure device location of device / migration of essure device location of device: above spleen/migration of device between colon and spleen"), device breakage ("device breakage"), device expulsion ("expulsion of essure device"), pregnancy with contraceptive device ("pregnancy (with complications)") and genital haemorrhage ("abnormal bleeding (general)") in a 30-year-old female patient who had essure (batch no. 646520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 6 (dates of live births : (B)(6) 2001, (B)(6) 2004, (B)(6) 2005, (B)(6) 2008, (B)(6) 2009, (B)(6) 2011.) And miscarriage. Previously administered products included for an unreported indication: depo provera from 2005 to (B)(6) 2007. Concurrent conditions included vaginal bleeding, per vaginal bleeding, anemia, menometrorrhagia and morbid obesity. Concomitant products included from (B)(6) 2009 to (B)(6) 2010, alprazolam (xanax) from (B)(6) 2012 to (B)(6) 2015, amfetamine aspartate (amphetamine aspartate), amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall), atomoxetine from (B)(6) 2010 to (B)(6) 2010, bupropion hydrochloride (wellbutrin) since (B)(6) 2010, bupropion from (B)(6) 2012 to (B)(6) 2014, calcium carbonate from (B)(6) 2014 to (B)(6) 2015, celecoxib from (B)(6) 2013 to (B)(6) 2015, dexamfetamine saccharate (dextroamphetamine saccharate) from (B)(6) 2013 to (B)(6) 2015, docusate sodium from (B)(6) 2011 to (B)(6) 2012, fish oil from (B)(6) 2013 to (B)(6) 2015, hydrocodone;paracetamol (acetaminophen;hydrocodone) from (B)(6) 2009 to (B)(6) 2012, ibuprofen from (B)(6) 2009 to (B)(6) 2012, medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2009, meloxicam from (B)(6) 2013, naproxen from (B)(6) 2015 to (B)(6) 2016, oxycodone from (B)(6) 2012 to (B)(6) 2012, phenoxymethylpenicillin potassium (penicillin v potassium) from (B)(6) 2009 to (B)(6) 2009, risperidone from (B)(6) 2010 to (B)(6) 2010 and venlafaxine from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy") with rash. In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In september 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2009, the patient experienced anxiety ("anxiety"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced complication of pregnancy ("pregnancy (with complications)"). On (B)(6) 2012, the patient underwent female sterilisation ("tubal ligation"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required) with abdominal pain, device expulsion (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problem"), fatigue ("fatigue"), alopecia ("hair loss") and complication of delivery ("complication with delivery"). The patient was treated with surgery ((B)(6) 2012 and (B)(6) 2017 (total hysterectomy (uterus and cervix removed) surgical removal of coils), surgical removal of coil/laproscopic removal of intraperitoneal foreign body, to remove remaining coil,hysterectomy (partial) and hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, device breakage, device expulsion, pregnancy with contraceptive device, complication of pregnancy, menstrual disorder, allergy to metals, depression, female sexual dysfunction, female sterilisation, urinary tract disorder, bladder disorder, migraine, headache, nausea, fatigue, weight increased, alopecia, anxiety and complication of delivery outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, alopecia, anxiety, bladder disorder, complication of delivery, complication of pregnancy, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, female sterilisation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pregnancy with contraceptive device, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Date(s) of insertion: (B)(6) 2009 as per pfs. Approximate weight at the time of essure placement: 115 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: do not recall the results and date and do not process documents to confirm same at this time; in (B)(6) 2009: results: failure to occlude (close) fallopian tubes. Occlusion was unsuccessful. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: allergy to metals, pelvic pain, pregnancy with contraceptive device . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jan-2019: pfs received. Events: abnormal bleeding (general) outcome were updated. Event: complications with delivery was added. Incident: we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("malposition of essure device location of device / migration of essure device location of device: above spleen"), genital haemorrhage ("abnormal bleeding (general)"), pregnancy with contraceptive device ("pregnancy (with complications)"), device expulsion ("expulsion of essure device") and device breakage ("device breakage") in a 30-year-old female patient who had essure (batch no. 646520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included vaginal bleeding, per vaginal bleeding, anemia and menometrorrhagia. Concomitant products included citalopram hydrobromide (celexa) for postpartum depression as well as alprazolam (xanax), medroxyprogesterone acetate (depo-provera) and obetrol (adderall). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) with pelvic pain, menstrual disorder ("menstruation issues"), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions type: rash"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problem"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), female sterilisation ("tubal ligation"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and complication of pregnancy ("pregnancy (with complications)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove remaining coil,hysterectomy (partial)) and surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation, device dislocation, menstrual disorder, genital haemorrhage, pregnancy with contraceptive device, device expulsion, device breakage, menorrhagia, vaginal haemorrhage, allergy to metals, female sexual dysfunction, depression, rash, urinary tract disorder, bladder disorder, migraine, headache, nausea, female sterilisation, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia and complication of pregnancy outcome was unknown. The pregnancy outcome was not reported. The reporter considered allergy to metals, alopecia, bladder disorder, complication of pregnancy, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, female sterilisation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pregnancy with contraceptive device, rash, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Date(s) of insertion: (B)(6) 2009 as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: failure to occlude (close) fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: allergy to metals, pelvic pain, pregnancy with contraceptive device . Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received events added from pfs- allergy to metals, alopecia, bladder disorder, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, female sterilisation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pregnancy with contraceptive device, rash, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage,weight increased. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device dislocation ('malposition of essure device location of device / migration of essure device location of device: above spleen/migration of device between colon and spleen'), device breakage ('device breakage'), device expulsion ('expulsion of essure device') and genital haemorrhage ('abnormal bleeding (general)') in a 30-year-old female patient who had essure (batch no. 646520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 6 (dates of live births : (B)(6) 2001, (B)(6) 2004, (B)(6) 2005, (B)(6) 2008, (B)(6) 2009, (B)(6) 2011.) And miscarriage. Previously administered products included for an unreported indication: depo provera from 2005 to october 2007. Concurrent conditions included vaginal bleeding, per vaginal bleeding, anemia, menometrorrhagia and morbid obesity. Concomitant products included from july 2009 to june 2010, alprazolam (xanax) from march 2012 to september 2015, amfetamine aspartate (amphetamine aspartate), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), atomoxetine from march 2010 to june 2010, bupropion hydrochloride (wellbutrin) since (B)(6) 2010, bupropion from march 2012 to december 2014, calcium carbonate from may 2014 to may 2015, celecoxib from april 2013 to april 2015, dexamfetamine saccharate (dextroamphetamine saccharate) from february 2013 to november 2015, docusate sodium from august 2011 to august 2012, fish oil from april 2013 to march 2015, hydrocodone;paracetamol (acetaminophen;hydrocodone) from june 2009 to september 2012, ibuprofen from august 2009 to september 2012, medroxyprogesterone acetate (depo-provera) from may 2008 to october 2009, meloxicam from april 2013 to december 2013, naproxen from february 2015 to december 2016, oxycodone from january 2012 to august 2012, phenoxymethylpenicillin potassium (penicillin v potassium) from april 2009 to november 2009, risperidone from august 2010 to october 2010 and venlafaxine from february 2015 to december 2016. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy") with rash. In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2009, the patient experienced anxiety ("anxiety"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In december 2010, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)") and experienced complication of pregnancy ("pregnancy (with complications)"). On (B)(6) 2012, the patient underwent female sterilisation ("tubal ligation"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required) with abdominal pain, device expulsion (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problem"), fatigue ("fatigue"), alopecia ("hair loss") and precipitate labour ("precipitous deliver"). The patient was treated with surgery ((B)(6) 2012 and (B)(6) 2017 (total hysterectomy (uterus and cervix removed) surgical removal of coils), surgical removal of coil/laproscopic removal of intraperitoneal foreign body and to remove remaining coil,hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, device breakage, device expulsion, pregnancy with contraceptive device, complication of pregnancy, menstrual disorder, female sexual dysfunction, female sterilisation, urinary tract disorder, bladder disorder, migraine, headache, nausea, fatigue, weight increased, alopecia, anxiety and precipitate labour outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, allergy to metals, depression and dyspareunia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, alopecia, anxiety, bladder disorder, complication of pregnancy, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, female sterilisation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, precipitate labour, pregnancy with contraceptive device, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Date(s) of insertion: (B)(6) 2009 as per pfs. Approximate weight at the time of essure placement: 115 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - on(B)(6) 2009: total bilateral occlusion; in (B)(6) 2009: results: failure to occlude (close) fallopian tubes. Occlusion was unsuccessful. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: allergy to metals, pelvic pain, pregnancy with contraceptive device . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Outcome of event / pain, allergic or hypersensitivity reaction type: nickel allergy, psychological or psychiatric problems condition: depression was updated as recovered resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("malposition of essure device location of device / migration of essure device location of device: above spleen/migration of device between colon and spleen"), device breakage ("device breakage"), device expulsion ("expulsion of essure device"), pregnancy with contraceptive device ("pregnancy (with complications)") and genital haemorrhage ("abnormal bleeding (general)") in a 30-year-old female patient (gravida 7, para 6) who had essure (batch no. 646520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 6 (on (B)(6) 2001,(B)(6) 2004,(B)(6) 2008,(B)(6) 2008,(B)(6) 2009 and (B)(6) 2011.) And miscarriage. Concurrent conditions included vaginal bleeding, per vaginal bleeding, anemia, menometrorrhagia and morbid obesity. Concomitant products included citalopram hydrobromide (celexa) for postpartum depression as well as alprazolam (xanax), medroxyprogesterone acetate (depo-provera) and obetrol (adderall). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced weight increased ("weight gain"). On (B)(6) 2011, 2 years after insertion of essure, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2012, the patient underwent female sterilisation ("tubal ligation"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required) with abdominal pain, device expulsion (seriousness criterion medically significant), complication of pregnancy ("pregnancy (with complications)"), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy") with rash, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problem"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (to remove remaining coil,hysterectomy (partial)), surgery (surgical removal of coil/laproscopic removal of intraperitoneal foreign body), surgery ((B)(6) 2012 and (B)(6) 2017 (total hysterectomy (uterus and cervix removed) surgical removal of coils)) and surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, device breakage, device expulsion, pregnancy with contraceptive device, complication of pregnancy, genital haemorrhage, menstrual disorder, menorrhagia, vaginal haemorrhage, dysmenorrhoea, allergy to metals, depression, female sexual dysfunction, female sterilisation, urinary tract disorder, bladder disorder, migraine, headache, nausea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, alopecia, bladder disorder, complication of pregnancy, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, female sterilisation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pregnancy with contraceptive device, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Date(s) of insertion: (B)(6) 2009 as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - in 2009: failure to occlude (close) fallopian tube concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: allergy to metals, pelvic pain, pregnancy with contraceptive device . Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information updated. Patient demographic information added. Pregnancy outcome updated. Essure stop date added. New event abdominal pain added and events onset dates updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("malposition of essure device location of device / migration of essure device location of device: above spleen/migration of device between colon and spleen"), device breakage ("device breakage"), device expulsion ("expulsion of essure device"), pregnancy with contraceptive device ("pregnancy (with complications)") and genital haemorrhage ("abnormal bleeding (general)") in a 30-year-old female patient (gravida 7, para 6) who had essure (batch no. 646520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 6 (on (B)(6) 2001,(B)(6) 2004,(B)(6) 2008,(B)(6) 2008,(B)(6) 2009 and (B)(6) 2011.) And miscarriage. Concurrent conditions included vaginal bleeding, per vaginal bleeding, anemia, menometrorrhagia and morbid obesity. Concomitant products included citalopram hydrobromide (celexa) for postpartum depression as well as alprazolam (xanax), medroxyprogesterone acetate (depo-provera) and obetrol (adderall). In 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced weight increased ("weight gain"). On (B)(6) 2011, 2 years after insertion of essure, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2012, the patient underwent female sterilisation ("tubal ligation"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required) with abdominal pain, device expulsion (seriousness criterion medically significant), complication of pregnancy ("pregnancy (with complications)"), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy") with rash, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problem"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (to remove remaining coil,hysterectomy (partial)), surgery (surgical removal of coil/laproscopic removal of intraperitoneal foreign body), surgery ((B)(6) 2012 and (B)(6) 2017 (total hysterectomy (uterus and cervix removed) surgical removal of coils)) and surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, device breakage, device expulsion, pregnancy with contraceptive device, complication of pregnancy, genital haemorrhage, menstrual disorder, menorrhagia, vaginal haemorrhage, dysmenorrhoea, allergy to metals, depression, female sexual dysfunction, female sterilisation, urinary tract disorder, bladder disorder, migraine, headache, nausea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, alopecia, bladder disorder, complication of pregnancy, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, female sterilisation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pregnancy with contraceptive device, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Date(s) of insertion: (B)(6) 2009 as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - in 2009: failure to occlude (close) fallopian tube concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: allergy to metals, pelvic pain, pregnancy with contraceptive device . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("malposition of essure device location of device / migration of essure device location of device: above spleen/migration of device between colon and spleen"), device breakage ("device breakage"), device expulsion ("expulsion of essure device"), pregnancy with contraceptive device ("pregnancy (with complications)") and genital haemorrhage ("abnormal bleeding (general)") in a 30-year-old female patient (gravida 7, para 6) who had essure (batch no. 646520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 6 (on (B)(6) 2001,(B)(6) 2004,(B)(6) 2008,(B)(6) 2008,(B)(6) 2009 and (B)(6) 2011.) And miscarriage. Concurrent conditions included vaginal bleeding, per vaginal bleeding, anemia, menometrorrhagia and morbid obesity. Concomitant products included citalopram hydrobromide (celexa) for postpartum depression as well as alprazolam (xanax), medroxyprogesterone acetate (depo-provera) and obetrol (adderall). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy") with rash. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced weight increased ("weight gain"). On (B)(6) 2011, the patient experienced complication of pregnancy ("pregnancy (with complications)"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2012, the patient underwent female sterilisation ("tubal ligation"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required) with abdominal pain, device expulsion (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problem"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (to remove remaining coil,hysterectomy (partial)), surgery (surgical removal of coil/laparoscopic removal of intraperitoneal foreign body), surgery (B)(6) 2012 and (B)(6) 2017 (total hysterectomy (uterus and cervix removed) surgical removal of coils)) and surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, device breakage, device expulsion, pregnancy with contraceptive device, complication of pregnancy, genital haemorrhage, menstrual disorder, allergy to metals, depression, female sexual dysfunction, female sterilisation, urinary tract disorder, bladder disorder, migraine, headache, nausea, fatigue, weight increased and alopecia outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, alopecia, bladder disorder, complication of pregnancy, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, female sterilisation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pregnancy with contraceptive device, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Date(s) of insertion: (B)(6) 2009 as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: failure to occlude (close) fallopian tubes in (B)(6) 2009 - hysterosalpingogram (hsg). Result - occlusion was unsuccessful. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: allergy to metals, pelvic pain, pregnancy with contraceptive device . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: pfs received. Lab data date was updated. Onset date for events migration of device between colon and spleen, pregnancy (with complications), dysmenorrhea (cramping), abnormal bleeding (menorrhagia), abnormal bleeding vaginal, nausea, migraine, headache were added. Outcome for events abnormal bleeding, dysmenorrhea, dyspareunia were updated as recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device dislocation ('malposition of essure device location of device / migration of essure device location of device: above spleen/migration of device between colon and spleen'), device breakage ('device breakage') and genital haemorrhage ('abnormal bleeding (general)') in a 30-year-old female patient who had essure (batch no. 646520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 6 (dates of live births : (B)(6) 2001, (B)(6) 2004, (B)(6) 2005, (B)(6) 2008, (B)(6) 2009, (B)(6) 2011.), miscarriage, anxiety, add and depression. Previously administered products included for an unreported indication: depo provera from 2005 to (B)(6) 2007. Concurrent conditions included vaginal bleeding, per vaginal bleeding, anemia, menometrorrhagia and morbid obesity. Concomitant products included from (B)(6) 2009 to (B)(6) 2010, alprazolam (xanax) from (B)(6) 2012 to (B)(6) 2015, amfetamine aspartate (amphetamine aspartate), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), atomoxetine from (B)(6) 2010 to (B)(6) 2010, bupropion hydrochloride (wellbutrin) since (B)(6) 2010, bupropion from (B)(6) 2012 to (B)(6) 2014, calcium carbonate from (B)(6) 2014 to (B)(6) 2015, celecoxib from (B)(6) 2013 to (B)(6) 2015, dexamfetamine saccharate (dextroamphetamine saccharate) from (B)(6) 2013 to (B)(6) 2015, docusate sodium from (B)(6) 2011 to (B)(6) 2012, fish oil from (B)(6) 2013 to (B)(6) 2015, hydrocodone;paracetamol (acetaminophen;hydrocodone) from (B)(6) 2009 to (B)(6) 2012, ibuprofen from (B)(6) 2009 to (B)(6) 2012, medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2009, meloxicam from (B)(6) 2013 to (B)(6) 2013, naproxen from (B)(6) 2015 to (B)(6) 2016, oxycodone from (B)(6) 2012 to (B)(6) 2012, phenoxymethylpenicillin potassium (penicillin v potassium) from (B)(6) 2009 to (B)(6) 2009, risperidone from (B)(6) 2010 to (B)(6) 2010 and venlafaxine from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In december 2010, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)") and experienced complication of pregnancy ("pregnancy (with complications)"). On (B)(6) 2012, the patient underwent female sterilisation ("tubal ligation"), 2 years 5 months after insertion of essure. On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required) with abdominal pain, device expulsion ("expulsion of essure device"), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy") with rash, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problem"), fatigue ("fatigue"), alopecia ("hair loss") and precipitate labour ("precipitous deliver"). The patient was treated with surgery ((B)(6) 2012 and (B)(6) 2017 (total hysterectomy (uterus and cervix removed) surgical removal of coils), surgical removal of coil/laproscopic removal of intraperitoneal foreign body and to remove remaining coil,hysterectomy (partial)). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device dislocation, device breakage, device expulsion, pregnancy with contraceptive device, complication of pregnancy, menstrual disorder, female sexual dysfunction, female sterilisation, urinary tract disorder, bladder disorder, migraine, headache, nausea, fatigue, weight increased, alopecia, anxiety and precipitate labour outcome was unknown and the genital haemorrhage, heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea, allergy to metals, depression and dyspareunia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, alopecia, anxiety, bladder disorder, complication of pregnancy, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, female sterilisation, genital haemorrhage, headache, heavy menstrual bleeding, menstrual disorder, migraine, nausea, precipitate labour, pregnancy with contraceptive device, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Date(s) of insertion: (B)(6) 2009 as per pfs. Approximate weight at the time of essure placement: 115 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; in (B)(6) 2009: results: failure to occlude (close) fallopian tubes. Occlusion was unsuccessful. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: allergy to metals, pelvic pain, pregnancy with contraceptive device, device dislocation lot number:646520 manufacturing date:2009/06 expiration date:2012/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2021: mr received. Reporter information, medical history added. Date of insertion, date of removal updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device dislocation ('malposition of essure device location of device / migration of essure device location of device: above spleen/migration of device between colon and spleen'), device breakage ('device breakage'), device expulsion ('expulsion of essure device') and genital haemorrhage ('abnormal bleeding (general)') in a 30-year-old female patient who had essure (batch no. 646520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 6 (dates of live births : (B)(6) 2001, (B)(6) 2004, (B)(6) 2005, (B)(6) 2008, (B)(6) 2009, (B)(6) 2011.) And miscarriage. Previously administered products included for an unreported indication: depo provera from 2005 to (B)(6) 2007. Concurrent conditions included vaginal bleeding, per vaginal bleeding, anemia, menometrorrhagia and morbid obesity. Concomitant products included from (B)(6) 2009 to (B)(6) 2010, alprazolam (xanax) from (B)(6)2012 to (B)(6) 2015, amfetamine aspartate (amphetamine aspartate), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), atomoxetine from (B)(6) 2010 to (B)(6) 2010, bupropion hydrochloride (wellbutrin) since (B)(6) 2010, bupropion from (B)(6) 2012 to (B)(6) 2014, calcium carbonate from may 2014 to may 2015, celecoxib from (B)(6) 2013 to (B)(6) 2015, dexamfetamine saccharate (dextroamphetamine saccharate) from (B)(6) 2013 to (B)(6) 2015, docusate sodium from (B)(6) 2011 to (B)(6) 2012, fish oil from (B)(6) 2013 to (B)(6) 2015, hydrocodone;paracetamol (acetaminophen;hydrocodone) from (B)(6) 2009 to (B)(6) 2012, ibuprofen from (B)(6) 2009 to (B)(6) 2012, medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2009, meloxicam from (B)(6) 2013 to (B)(6) 2013, naproxen from (B)(6) 2015 to (B)(6) 2016, oxycodone from (B)(6) 2012 to (B)(6) 2012, phenoxymethylpenicillin potassium (penicillin v potassium) from (B)(6) 2009 to (B)(6) 2009, risperidone from (B)(6) 2010 to (B)(6) 2010 and venlafaxine from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy") with rash. In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2009, the patient experienced anxiety ("anxiety"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)") and experienced complication of pregnancy ("pregnancy (with complications)"). On (B)(6)2012, the patient underwent female sterilisation ("tubal ligation"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required) with abdominal pain, device expulsion (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problem"), fatigue ("fatigue"), alopecia ("hair loss") and precipitate labour ("precipitous deliver"). The patient was treated with surgery ((B)(6) 2012 and (B)(6) 2017 (total hysterectomy (uterus and cervix removed) surgical removal of coils), surgical removal of coil/laproscopic removal of intraperitoneal foreign body and to remove remaining coil,hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, device breakage, device expulsion, pregnancy with contraceptive device, complication of pregnancy, menstrual disorder, female sexual dysfunction, female sterilisation, urinary tract disorder, bladder disorder, migraine, headache, nausea, fatigue, weight increased, alopecia, anxiety and precipitate labour outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, allergy to metals, depression and dyspareunia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, alopecia, anxiety, bladder disorder, complication of pregnancy, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, female sterilisation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, precipitate labour, pregnancy with contraceptive device, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Date(s) of insertion: (B)(6) 2009 as per pfs. Approximate weight at the time of essure. Placement: 115 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; in (B)(6) 2009: results: failure to occlude (close) fallopian tubes. Occlusion was unsuccessful. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: allergy to metals, pelvic pain, pregnancy with contraceptive device. Lot number:646520 manufacturing date:2009/06 expiration date:2012/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evalution of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device.